Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: the device was not explanted. E1: phone number: unknown. E3: occupation: consultant interventional radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the footplate/anchor and collagen sponge did not come out of the angio-seal introducer sheath. When the device was pulled back, the whole system came out. The groin was pressed to achieve hemostasis. There was no harm to the patient. No patient details were available due to hospital policy.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath, and carrier tube assembly. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor. However, all internal components except the tamper tube were able to be deployed. The sheath and carrier tube were then separated, and the carrier tube cut into. The tamper tube was found within the carrier tube along with signs of dried blood. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).